Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the insert could not seat with the tibial component. He noticed that the two-third of the insert wire came off. The surgeon has used scorpio insert for a long time. So,it has a very low possibility of user error. The surgeon used a spare product instead of it and the procedure was completed.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The locking wire was fully intact and only slight barb marks were noted on the width of the posterior cruciate opening. No other observations were noted. The event could not be confirmed as the alleged seating issue could not be repeated or duplicated. Dimensional and functional inspections performed concluded the device to be acceptable and functional. The investigation concluded the root cause to most likely be attributed to use error. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the insert could not seat with the tibial component. He noticed that the two-third of the insert wire came off. The surgeon has used scorpio insert for a long time. So, it has a very low possibility of user error. The surgeon used a spare product instead of it and the procedure was completed.